Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to lead body physical damage. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead body damage allegation was confirmed based on the finding of a bend in the lead and deformed coils approximately 572 mm from the terminal pin, in the neck region of the lead. The prolonged surgery as reported impact code was addressed with the same as-analyzed coding as the lead body damage issue.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to lead body physical damage. The lead was never in service. No adverse patient effects were reported.